Manufacturer narrative:
Procode: nio stent, iliac.

Event description:
Mathlouthi 2020, zilver flex. Among 296 patients who underwent femoropopliteal stenting, there were no differences in the 2-year limb salvage, primary patency, primary assisted patency, and secondary patency between the paclitaxel-eluting stent (pes) and the baremetal stent groups. A retrospective review of the medical records of 296 patients who underwent fpa stenting between january 2011 and december 2017 was performed. Patients were grouped into bms and pes groups. The primary end point was all-cause mortality. Secondary end points included limb salvage, primary patency, primary assisted patency, and secondary patency. A comparison between the two groups within transatlantic inter-society consensus (tasc) ii subgroups was also performed. Assisted primary patency is patency of the endovascular intervention achieved with the use of an additional or secondary surgical or endovascular procedures, as long as occlusion of the primary treated site has not occurred. As defined in society guidelines. This complaint is capturing 6 cases of partial occlusion requiring intervention in the bare metal stent group.